Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces was noted. The keypad connector was fully locked. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 500 mg/dl. The customer stated that he has been experiencing high blood glucose readings for a couple of days leading to his hospitalization. The customer was treated for the high blood glucose readings with manual injections. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.